Event description:
The patient was undergoing an embolism procedure in the left internal carotid artery (ica) using a penumbra coil 400. During the procedure, the last coil would not detach. The physician removed the coil and completed the procedure. There was no adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.